Manufacturer narrative:
(B)(4).

Event description:
A report was received from (B)(6) stating that an ht70 ventilator experienced a malfunction. The customer reported that the ventilator display was black during startup. The malfunction did not occur during patient use.